Event description:
It was reported that during a shoulder surgery the tip of the obturator fractured off into the patient's shoulder and was recovered by the surgeon. There was increased operating room time due to locating the broken piece. The patient was reported to be okay.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer as of the date of this report. A follow-up report will be sent if the device is received.